Event description:
During operation of hyperbaric oxygen therapy treatment, the operator noticed an unfamiliar smoky/burning smell. Spoke with chamber attendant and made sure the patient and attendant were safe. Called for assistance to investigate the smell.  Lpn tech entered the mechanical room and identified smoke coming from compressor #2.  The compressor was immediately shut down.  Patient and attendant were monitored and reported no smell or smoke inside the chamber. Towels placed on floor in front of mechanical room door to prevent smoke from entering the hbot clinic room.  Manager recommended to end hbot treatment, np advised and recommended termination of the dive. Treatment ended and patient and attendant safe with no complications or complaints. Emergency protocols for dive termination were followed.